Event description:
Post coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient was brought to the ccl, december 2004, for unstable angina and a positive functional study. The patient had a saphenous vein graft (svg) to the right posterior descending artery (pda) which was widely patent, however the pda itself had two sequential mid 90% stenosed lesions. A taxus stent was successfully placed resulting in 0% stenosis and timi 3 flow. It was noted that a previously placed stent in the distal segment of the svg to obtuse marginal (om) had approximately 50-60% in-stent narrowing. Recommendations included uninterrupted plavix therapy for a minimum of 6 months but up to one year if well tolerated as well as aspirin therapy for life. Also recommended was elective pci of svg to om with ivus of the more distally placed stent within the bypass graft to determine if intervention is required at that site as well. The patient returned about 3 weeks later for intervention of the svg to the om where ivus was used after having recurring angina. Ivus of the om stent was done and revealed a severe lesion within the previously placed stent as well as another severe lesion in the proximal portion of the svg to the om. A 2.5x10mm cutting balloon was advanced to the in-stent lesion and two overlapping inflations to 10 atm's were done. The cutting balloon was then withdrawn proximally and used to predilate the lesion in the proximal portion of the svg. The cutting balloon was again inflated to 10 atm's. A taxus express2 2.5x20mm drug eluting stent was successfully deployed to 12 atm's and placed in the previously placed stent in the native om. Next a taxus express2 3.0x16mm drug eluting stent was successfully deployed to 16 atm's and placed in the proximal portion of the svg. Angiography performed at the end of the complex intervention revealed 0% stenosis and timi 3 flow throughout the vessel. At the end of the intervention, the physician decided to perform limited angiography of the svg to pda and a patent stent within the right posterior descending branch. 15 months later the patient presented to the same physician with a non st elevated mi and unstable angina refractory to medical therapy. Angiography found a 100% in stent thrombosis of the distal portion of the svg to the om. The patient was continued on the integrilin drip and the heparin drip was discontinued due to patient's supratherapeutic act. A pronto aspiration thrombectomy catheter was advanced across the thrombosis within the previously placed stent but the physician was unable to advance it past the very proximal portion of the stent. One syringe aspiration pass was able to be completed but no clot was retrieved. Next the target area was ballooned with a 2.5x20mm maverick balloon making three overlapping inflations. Ic nicardipine was administered. Angiography post pci confirmed less than 10% residual stenosis at the site of the pcd and timi 3 flow throughout the vessel. The intervention resulted in successful pci, involving aspiration thrombectomy and percutaneous transluminal coronary angioplasty of the in-stent thrombosis within the svg feeding the om. Plavix and aspirin therapy was recommended indefinitely. No further patient complications were reported.